Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent repositioning surgery. The recipient is reportedly doing well and has resumed device use. The recipient remains implanted. This is the final report.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient is reportedly experiencing device migration. Revision surgery is scheduled.